Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -9.5/1.0/091 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vaulting and significant reduction of irido-corneal angles. The problem was resolved. Cause reported as unknown.